Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, the air gas module was replaced. The air gas module was not received since it was kept by the customer, but a report of an excessive amount of moisture in the air gas module was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. Moreover, the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-s. - corrected brand name: servo-s base unit. D4 ¿ version or model #: - previous version or model #: servo-s. - corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing. - corrected unique identifier (UDI) #: (B)(4).